Event description:
On (B)(6) 2014 - a (B)(6) years old male pt received a single shot gel-one. On (B)(6) 2014- the pt was experiencing redness, swelling, and itchiness. The amount of swelling and pain, the pt was suffering, was most concerning to the dr unk - the dr prescribed nsaids and ice for inflammation and swelling. Unk - the pt improved slowly over a course of three weeks.